Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported heart block appears to be related to a combination of patient condition (pre-existing right bundle branch block) and procedural conditions (pre-bav). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, the patient's rhythm was sinus with right bundle branch block (rbbb) and went into complete heart block post pre-implantation balloon-aortic valvuloplasty (pre-bav) with a 22mm non-abbott balloon. The valve was implanted at a depth of 4mm. The patient remained in complete heart block (chb) after the procedure. The patient returned to underlying rhythm, but the physician decided to implant a permanent pacemaker (ppm) on the same day. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.